Manufacturer narrative:
Although requested, device has not been received, and patient demographic details. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an over infusion occurred. There was no patient harm as a result of the event. The blood transfusion (300 ml vtbi) was started at 50 ml/hr at 7:21 am. After 31 minutes the primary vi reading on the pump was 26.285 ml, and the estimated volume remaining in the bag was 50 ml. No leaks were observed in the care area, and the devices were sent to biomed for evaluation.

Event description:
It was reported that an over infusion occurred. There was no patient harm as a result of the event. The blood transfusion (300 ml vtbi) was started at 50 ml/hr at 7:21 am. After 31 minutes the primary vi reading on the pump was 26.285 ml, and the estimated volume remaining in the bag was 50 ml. No leaks were observed in the care area, and the devices were sent to biomed for evaluation.

Manufacturer narrative:
The customer¿s report of an over infusion could not be confirmed. The log review found no obvious signs of programming errors that may have caused an over infusion. The reported programmed infusion of drug ID 290 (prbc¿s) was confirmed on (B)(6) 2019 at 7:20am., there were no obvious programming errors that took place that may have caused an over infusion. The pump module was powered down at 7:53am and ended with a pvi = 26.285 ml. Testing performed on the source pump module consisting of an asm rate accuracy test and a timed rate accuracy test found the device operating within specifications. During testing there were no observations of unregulated flow. The administration set that was returned was investigated; no issues were noted. The root cause was not identified.